Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was used to form anastomosis during a laparoscopic procedure. It was stated that device fired and two donuts were inspected and there was no issue with the air test. However, the anastomosis fell apart the night after the surgery and the patient had to go back in for another surgery to redo anastomosis. The surgical time was extended to 30 minutes or more and incision was extended to more than 1 inch. The patient became septic and was still in critical care.